Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding other patients. It was reported that the patient has spoken with others about patient¿s who have had device issues with their spinal cord stimulation devices. There were no patient symptoms or complications reported. No further information was known.